Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) battery will not stay charged while on a patient. No indication of actual or potential harm or death.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6(health effect ¿ clinical code, medical device ¿ problem code, health effect ¿ impact codes).

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) battery will not stay charged while on a patient. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge fse was dispatched to evaluate the unit and he found battery in slot 2 not charging. Pump charger is switching off and on. Battery has one led indicator normal and the second indicator is dim. When the battery is removed the charge status led¿s remain on. He replaced batteries (d146-00-0097). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) battery will not stay charged while on a patient.